Event description:
It was reported the handpiece was sent to the caller because the cord was shorting out. The customer did not have any other details. There was no patient consequence.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received in good physical condition. It was connected to a generator, evaluated with a test instrument and an error code 7 was displayed by the screen when trying to perform the hand activation test. The instrument was disassembled to perform an internal electrical test that revealed a short circuit condition at the cable level, affecting the hand activation feature of the device in such way that made it not function. No conclusion could be drawn as to what caused this cable condition.